Event description:
The customer reported that when the ventilator was plugged in, there was a spark and then the circuit breakers tripped. If the circuit breakers on the ventilator trip, there is no ac power to the ventilator and it will shut down. There was no pt involvement. It is unknown whether an alarm sounded at the time of the event.